Manufacturer narrative:
Product investigation evaluation: the investigation of the complained drill bit shows that the tip broke off. The microscopic view of the broken surface does not show any anomalies that could challenge the material quality. Further investigation regarding the manufacturing and raw material documents shows conformity to the specifications as well. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. Since we are not aware of exact circumstances during the surgery, we suppose that a mechanical overloading situation must have led to the breakage. Please note: blunt drill bits require more mechanical power during the application, therefore, we recommend that blunt or damaged instruments need to be exchanged before surgery. It is likely that the device was exposed to parameters outside approved range causing a mechanical overloading situation, whick likely led to the breakage. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a two minute delay in the procedure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during a procedure to repair a fractured metacarpal(s). The drill bit was said to have broken during the third step in the procedure. Another drill bit was used to complete the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient¿s year of birth was provided ¿ 1981. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.